Event description:
Boston scientific received information that during routine patient follow-up, the physician observed that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited high out-of-range (oor) pacing lead impedance (pli) measurement of greater than 2,000 ohms. Boston scientific technical services (ts) suggested performing provocation test to identify the integrity of the system. Additional information indicated that all other measurements were in range and that the pacing impedance measurements were considered stable. Thus, no lead issue was suspected. The patient will continue to be monitored. The system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.